Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 126 mg/dl. The customer's expected fasting blood glucose test result range is 70-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 101 and 113mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 126 mg/dl. The customer states that all of her tests are performed while fasting. Customer stated that has gestational diabetes and is not currently on any medication. Customer has recently made a change in exercise and diet in an effort to keep her blood sugar under control. Customer was informed by her doctor that if has "even a 5-point change" in the blood sugar level that he may prescribe a medication.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 126 mg/dl. The customer's expected fasting blood glucose test result range is 70-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 101 and 113mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer states that all of her tests are performed while fasting. Customer stated that has gestational diabetes and is not currently on any medication. Customer has recently made a change in exercise and diet in an effort to keep her blood sugar under control. Customer was informed by her doctor that if has "even a 5-point change" in the blood sugar level that he may prescribe a medication.